Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an akin osteotomy procedure on (B)(6) 2015. During the procedure, the surgeon attempted to insert the screw into the distal fragment with the power drill. As a result, the distal fragment was pushed because it was not drilled. The surgeon completed the procedure by drilling through the distal cortex.